Event description:
Additional information from the consumer reported the stimulator was to be replaced. After the wand was used the stimulator never worked again.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient went to a court house and he felt a jolt in his body when they used the wand on him. This was noted to have occurred at the end of (B)(6) or early (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.